Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/4/2021. The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that while using pn 31x5 europe bd brand the needle was unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: needles are blocked. D.1. Medical device brand name: pn 31x5 europe bd brand. D.4. Medical device catalog#: 320212. D.4. Medical device lot #: 9092799. D.4. Medical device expiration date: 03/31/2024. D.4. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 04/02/2019. H.6. Investigation: one open 31g x 5mm pen needle sample was returned from lot. No. 9092799, cat. No. 320212. Clog test was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that while using pn 31x5 europe bd brand the needle was unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: needles are blocked.

Manufacturer narrative:
Medical device lot #: 9092799 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd ultra fine¿ pen needles the needle was unable to deliver medication. The following information was provided by the initial reporter, translated from (B)(6) to english: needles are blocked.